Event description:
The consumer claims the device was not working properly and was giving inaccurate measurements. The temperature being measured is the same as the room temperature. Additional narrative: the unit is no longer available, thus complaint cannot be confirmed. These devices are designed according to relevant safety standards and passed all compliance tests.